Event description:
Physician removed a supprelin implant from said patient's arm. The implant broke into pieces during removal and had to use ultrasound and make a separate incision to remove the broken pieces.